Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis in 3 separate pieces. No stent was returned with the device. The balloon was reviewed and no issues were noted. Crimp stent markings visible along the length of the balloon. There was no evidence that the balloon was subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 79mm distal to the distal strain relief. A hypotube lasercut region break was identified 84mm proximal to the wire exit port, measured. Multiple hypotube kinks were identified at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage (stretched) along the entire shaft polymer extrusion. Damage was also noted at the wire exit port. A visual and microscopic examination of the bumper tip found distal tip damage (stretched, kinked and damaged). No other issues were identified during the product analysis.

Event description:
It was reported that stent damage, stent dislodgement, and shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00x32mm synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that durin the procedure, it was note that the stent was damaged. The missing stent and the broken pieces of the delivery system were noticed outside the patient's body.